Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stapler was applied on gastric tissue during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and the handle was squeezed but the stapler did not fire. A new stapler was opened and used with the same reload. There was no patient injury.